Event description:
It was reported that the patient underwent an anterior fusion procedure at l5-s1 using rhbmp-2/acs. Post-operatively, an inflammatory reaction occurred that injured the superior hypogastric plexus, resulting in patient sterility. No additional information has been reported.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.